Event description:
Bank blood was added to the cardiopulmonary bypass circuit due to the patient's low pre-bypass hematocrit. The cardiotomy filter of the venous reservoir pressurized. The perfusionist removed a quick prime line from one of the cardiotomy inlet ports and was sprayed with blood. Post-bypass, the pt died. There is no allegation that the pressurization of the reservoir caused or contributed to the pt death.